Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# v713674, implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
A healthcare provider (hcp) reported an error code on the patient programmer (pp). The patient had been getting error codes on the screen and trying to fix the issue with the patient programmer (pp). The information on the screen was ¿tim dvr err.¿ pressing the arrows or synchronize button brought up the information ¿time inc dec.¿ they were getting the setup screen. It was confirmed that the pp had lost its software and the pp would need to be replaced. It was noted that the patient had urinary symptom return. The change in therapy/symptoms was considered sudden. The patient stopped feeling stimulation and had symptom return, then she had one good day then it was bad again. It was confirmed that at the time of the appointment the patient was not feeling stimulation and it was confirmed with the clinician programmer (cp) that the implantable neurostimulator (ins) was on. The issue occurred in (B)(6)-2015. It was noted that the patient was experiencing the problem with the programmer about a month ago and the patient claimed that the symptom return occurred at the same time. The patient's relevant medical history includes urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.